Event description:
It was reported that during a pump replacement due to normal end of life, it was observed that the connector attached to the pump was broken. It was noted this was probably due to the pressure of the silk suture. It was indicated that it was impossible to connect the catheter in a safe way to the new pump. For this reason, the implanter decided to cut the connector and two centimeters of this pump side catheter and replaced it with an equivalent portion of catheter and connector using a new pump side catheter. There were no complications or complaints from the medical team. It was noted there were no problems and patient continued with the therapy. The pump contained baclofen. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)